Manufacturer narrative:
Correction to the previous report. During the review, it was identified that an incorrect blfm (blower foam) code had been entered in trackwise (tw). A review of the source documentation in sap confirmed that the blfm code was applied in error. The associated complaint information was further assessed and confirmed that no death or serious injury was reported in connection with this event. Additionally, there is no evidence of a malfunction that would be likely to lead to death or serious injury if it were to recur. Based on the available information and in accordance with applicable regulatory reporting requirements, this event does not meet the criteria for reportability to any regulatory authority. Therefore, no regulatory reporting is required at this time.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A remstar plus device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Furthermore, the unit was scrapped upon completion of the device evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.